Event description:
As reported, it was a case of an implant of a 23mm sapien 3 ultra resilia valve, in aortic position by transfemoral approach. During the procedure, the esheath was inserted at a steep angle. The delivery system and valve exited the tip of the sheath, and valve alignment was achieved without difficulty. However, the push force was insufficient to cross the valve into the native annulus. After several attempts, a sudden drop in blood pressure was observed. Imaging confirmed a rupture in the ascending aorta. The valve and delivery system were withdrawn together within the sheath as a single unit. Despite multiple efforts, the patient could not be stabilized to allow placement of a balloon to seal the tear in the aorta and the patient expired on the table. No damage to any edwards lifesciences devices was reported. The perceived root cause of this event was during the attempt to push the valve into the native valve, the pressure on the ascending aorta was too great, causing it to tear. The patient had severe scoliosis, and the aorta was also extremely torturous along its entire length.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h6 investigation conclusions and investigation findings. Added new information to h6 type of investigation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided from the site and revealed the following: significantly s-shaped descending/abdominal aorta. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The complaint was confirmed based on evaluation of the provided imagery. Available information suggests patient factors (scoliosis, tortuosity) likely contributed to the event as it was reported that the patient presented severe scoliosis and extreme tortuous aorta. Additionally, imagery reviewed revealed a significantly s-shaped descending/abdominal aorta. Patient factors (i.e. Calcification, tortuosity, small vessel size) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking/crossing. Proper use of the guidewire is important as it serves to guide the delivery system during tracking and crossing of the anatomy. As such, poor guidewire positioning may cause the delivery system to interact with patient anatomy, leading to difficulty tracking/crossing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.